Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds increased to high levels on the leadless implantable pulse generator (ipg). The patient also developed a groin infection which was believed to be related to poor hygiene. The patient was prescribed antibiotics and the infection was resolved. The ipg remains in use. No further patient complications have been reported as a result of this event.